Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient experienced loss of stimulation. A flouro test confirmed that the lead migrated. During the revision procedure the physician noted that there were signs of infection at the site of the lead extension. The area was flushed and warm with fluid within the incision site. The physician decided to the remove the lead and the lead extension as a precaution. The lead and lead extension were kept by the facility and sent to the lab for testing. A culture was taken and the results indicated no unusual results. Per the physicians assessment the possible infection is not related to the material. The patient is doing well postoperatively.